Event description:
In addition to what were previously alleged, ppf alleges metal wear. Updated lawyer and law firm. Doi: (B)(6) 2009; dor: (B)(6) 2015 (right hip).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for significant metallosis. Update aug 17, 2017: litigation records received. Litigation alleges pain, elevated metal ions, and revision reported a 5 to 10 ml of fluid was found around the bursa, grayish colored effusion, and dark staining of the entire synovial liner consistent with localized metallosis. There are no medical records provided. Added stem for the alleged elevated metal ions. Added complainant information and updated product information. This complaint was updated on: aug 25, 2017.

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.